Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify: was 3-0 vicryl suture (ethicon) or an unknown linear stapler used to close the gastric wall defect of the patient who experienced wound complication? Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). Citation: surgery today (2022) 52:395¿400, https://doi.org/10.1007/s00595-021-02345-y.

Event description:
Title: safety of laparoscopic local resection for gastrointestinal stromal tumors near the esophagogastric junction. This study assessed the incidence of complications and recurrence of gastrointestinal stromal tumors near the esophagogastric junction in patients who had undergone laparoscopic local gastrectomy according to the distance from the esophagogastric junction to the oral edge of the tumor. Between january 2009 and december 2019, 39 patients who had undergone laparoscopic local resection for gastrointestinal stromal tumors near the esophagogastric junction were included in the study. There were 17 males and 22 females with a mean age of 67.4 +/- 11.1 years. During the procedure, resection of tumor was performed using competitor¿s laparoscopic coagulation shears or linear staplers. The closure of the gastric wall defect was performed using a 3-0 vicryl suture (ethicon) or a competitor¿s linear stapler. The reported complications include a (B)(6) female patient who had a wound infection (n=1). In conclusion, except for gastrointestinal stromal tumors located on the esophagogastric junction, laparoscopic local resection for gastrointestinal stromal tumors near the esophagogastric junction can be performed safely with few postoperative complications and a low risk of recurrence.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/26/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please verify: was 3-0 vicryl suture (ethicon) or an unknown linear stapler used to close the gastric wall defect of the patient who experienced wound complication? Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number.